Event description:
Customer reported a malfunction on the pump, identified by code malf 12, although no notable events had occurred prior. There was no reported impact to the customer¿s blood glucose level, as it is unknown whether it exceeded 500 mg/dl. After receiving assistance from technical support, who provided pump reset instructions, the customer successfully reset the pump and continued usage without the malfunction recurring. Customer was advised to call back if the issue reappears, and they acknowledged and understood the instructions.